Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins was taken out in 2018. The reason for explant was that it did not work for her. The patient said it worked at first, but then it started to make her legs feel funny. The patient said she falls a lot so she did not like the way it made her legs feel. The patient said it made her legs feel like jelly, like she was going to fall and she did not like that. The patient mentioned having the device for "like 15 years." The patient guessed the symptoms started around 2015. No further complications were reported. (B)(4).